Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited a wide variation in lead impedance measurements. Lead noise was observed on the stored electrograms. No intervention or patient symptoms were reported.